Manufacturer narrative:
The reported events of high intraocular pressure, absence of bleb and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen implanted in the right eye and although had very good low iop and uneventful post op for just over 3 years, then presented with high iop approx 40mmhg with no bleb. The surgeon then needled the patient 3 times and could not restore the bleb or reduce the iop. Surgeon then took the patient to theatre to try and do a revision whereupon they found the xen in pieces (likely due to the 3 needlings). They then went on to remove the xen and implant a preserflo (microshunt) where the patient then had controlled iop.